Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified an extended opening and creases fold. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified: stress marks and sharp crease on radius. Based on the device analysis the final assessment was a sharp crease opening on radius assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side capsular contracture, baker grade unknown, and rupture. Additionally, healthcare professional reported baker grade "I or ii" noting "slight contracture." Device has been explanted.